Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (service code 204/service code 107) was confirmed. Upon investigation the electrode belt was intermittently resetting. The cause for the failure was isolated to an intermittent open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt was causing a service code 204 (belt unusable) and a service code 107 (multiple abnormal shutdowns).